Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded and distal tip opened. Sheath shaft curved. Liner torn 15.5cm in length from distal end. Valve stuck in sheath shaft at 6cm from distal tip. Sheath shaft punctured at 6cm from tip. One (1) liner strand at 16cm from distal tip. Liner strand measured 1cm in length. Hdpe strand at 16cm from distal tip. Hdpe strand measured 0.4cm in length. Scratches along sheath shaft. No kink observed on esheath+. Imagery was provided from the site and revealed the following: crimped valve appears stuck inside esheath shaft. Valve strut bent outwards at the inflow side and protruding through esheath shaft. Crimped valve exposed through esheath line. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint resistance was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (steep insertion angle) and/or patient factors (tortuosity, calcification) likely contributed to the event as reported information indicate that tortuosity and calcification were present within patient's access vessels, and that the esheath was inserted at a steep angle. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. The complaints for sheath damaged, sheath punctured, liner punctured, liner strand were confirmed based on the evaluation of the returned device and provided imagery. Available information suggest that procedural factors (steep insertion angle, device manipulation) and/or patient factors (tortuosity, calcification) likely contributed to the event as reported information indicate that tortuosity and calcification were present within patient's access vessels, and that the system was inserted at a steep angle. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push/pull force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath shaft, liner; particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Reference no. (B)(4) the investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve, in aortic position by left transfemoral approach. The esheath+ was inserted at a steep angle; however, no difficulty was noted during initial placement into the patient. Resistance was encountered while advancing the delivery system through the sheath after approximately 5 cm. This resistance resolved once the delivery system reached the fully expandable section of the esheath+. Fluoroscopic imaging revealed a slight kink in the partially expandable section of the sheath. Despite this, the valve and delivery system exited the sheath tip. Approximately 3 cm beyond the sheath tip, a valve frame strut was observed to be tilted at a 90-degree angle. Due to the potential risk of vascular injury and valve deformation, the procedure was aborted. The delivery system was retracted into the sheath; however, during withdrawal, the system protruded through the side of the esheath+ liner, and a valve frame strut pierced through the blue portion of the sheath. The entire system was successfully removed as a single unit without further complications. The patient remained stable with no injury. A second valve was subsequently implanted without incident. The perceived root cause may have been premature removal of the loader from the esheath+ before the delivery system was fully positioned with the valve; however, this remains speculative. Additionally, the medical team suggested that the steep insertion angle may have contributed to the issue.